Event description:
The customer reported the system would not display a usable image. No pt injury was reported.

Manufacturer narrative:
No conclusion an be drawn as repair info is not available. See scanned page.